Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 63 cm from the connector pin. This lead was reported as included in the field action noted and returned product investigation found the lead performed as described in the field action. The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies due to oversensing on the right ventricular lead. The lead was explanted and replaced. Additional information was received that alleged an apparent fracture of the right ventricular lead. No further patient complications have been reported as a result of this event.